Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed insufficient solvent was observed on the probe manifold. The black and clear line on the probe was found detach from the probe engine. The root cause of the customer¿s complaint is related to an error during wetting of the tubing with solvent which resulted in detachment of the probe manifold. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported problem with the cutting of a cutter during vitrectomy surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient harm. It was confirmed that there are two cutters, but it was unclear which one was defective.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).